Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of spinal pain. It was reported that since "probably like, 8 months ago" they had to recharge the implant more frequently because it discharged faster. No symptoms were reported for the patient and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they weren¿t sure what the circumstances were that led to the implant discharging faster. The patient got a new charger to try to resolve the issue but the needing to be recharged more frequently and discharging faster was not resolved.